Event description:
It was reported that the buttons on the programmer were unresponsive and the user was unable to turn it on. The issue was resolved by removing the battery, waiting one minute, and plugging the programmer back in. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).